Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unknown reasons. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.